Event description:
The user facility reported that while closing a 6fr sheath in a femoral access post the left heart catheterization procedure, a 6fr angio-seal device was pulled to close the artery. The closing process was good up until the point of locking the device into the angio-seal sheath. The account stated that it would not lock into place and or pull back to the locking position. They then just retracted the device as usual and cut the suture and held manual pressure as precaution that the device did not deploy properly. The patient condition was good, and the procedure was completed using manual pressure.

Manufacturer narrative:
Implanted date - device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6 fr angio-seal vip was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were found to have been separated. The carrier tube was found to have been deployed. However, the device was returned in the forward lock position. The anchor, collagen, and tamper tube were found to have been deployed and were not returned with the device. The carrier tube latches were also inspected and were found to have been out-of-specification based on the appropriate design drawings, as the locks on the carrier tube latches were found to have been missing. The complaint was able to be confirmed for a manufacturing-related issue. The cause of the issue was determined to have been a defective supplier part and human error during incoming inspection. A supplier corrective action report (scar) was generated with the supplier, and an awareness was provided to the relevant manufacturing associates in response to the issue.